Event description:
It was reported that the patient experienced pain when stimulation was on. It was also reported that the lead was detached from the spinal cord. Patient reported feeling pain during the trial but decided to proceed with the permanent implant. It was later reported that the device was explanted.